Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction the multi-functional cable was tested and no faults were found. A review of the device's activity log found no occurrence of the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.